Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. A review of returned product from the customer was performed. Customer returned seven (7) unopened devices and one (1) open device. All eight devices returned from the customer was visually inspected and no damage was identified on the devices. Devices were functionally tested by performing a leak test but no leakage was found and the product complaint mode could not be duplicated and the complaint was not confirmed. Manufacturing defect could not be confirmed, so no further evaluation is needed at this time. No corrective action is required at this time either because a manufacturing defect could not be confirmed.

Event description:
The customer experienced leakage from catheter, from the hole were the string comes out during the procedure. The customer was forced to change the catheter over the wire. The customer has used skater for a long time and has not experienced this before. They experienced 4 occasions with trouble of leakage. The customer decided to remove rest of products from the batch.

Event description:
The customer experienced leakage from catheter, from the hole were the string comes out during the procedure. The customer was forced to change the catheter over the wire. The customer has used skater for a long time and has not experienced this before. They experienced 4 occasions with trouble of leakage. The customer decided to remove rest of products from the batch.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The customer experienced leakage from catheter, from the hole were the string comes out during the procedure. The customer was forced to change the catheter over the wire. The customer has used skater for a long time and has not experienced this before. They experienced 4 occasions with trouble of leakage. The customer decided to remove rest of products from the batch.